Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced high blood glucose level event on 22-feb-2026. The blood glucose level was 281 mg/dl and lasted for three to four hours. The patient received treatment with manual insulin. No further information available.